Event description:
It was reported by the clinician that this stopcock was being used in their neonatal intensive care unit. The stopcock was in place and they noticed a crack and leaking occurred. The infant had to undergo a blood transfusion. There are no further details or the event.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.